Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified amount of intravenous immunoglobulin (ivies) via a plum pump. It was reported that 2 hours after the delivery was started, the pump sounded an audible alarm. At this time, the nurse noticed that the tubing had separated from the distal end of the cassette. The tubing set was replaced and the therapy was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The lot number of the device that was in use is unknown. A representative device from one of two possible lot numbers 652015h and 650865h is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospital personnel.